Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: the manta 14f hemostatic valve was not working properly. When they tried to position the delivery system, the hemostatic valve pulls it back. The manta 14f device was removed in its entirety. A manta 18f was then used. This happened in two separate procedures. Additional information received on 22nov2021: there were no issues with advancing or withdrawing procedure sheaths during the tavr procedure. There was no buckling or bending of the manta bypass tube when it met severe resistance. The patient's condition was reported as fine. Associated to: MDR 3010252479-2021-00234 manta.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot number was not reported for this investigation. Based on the information submitted, following tavr procedure, a 14f ce manta was planned for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The valve would pull back. The entire 14f ce manta device and sheath were removed. The physician choose to open a new 18f ce manta closure device, deploying without complication; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.